Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to supplemental report (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that at the first visit with their health care provider and manufacturer representative, they found two contacts (electrodes) for some relief, but the other contacts (electrodes) were not operational (5 out of 7 not working). At the second visit with the health care provider and the manufacturer representatives, nothing was working, and the patient was advised to wait for authorization for new placement. The patient noted that one electrode was working, but they couldn't get a circuit. The broken lead and loss of stimulation had not resolved, and the patient was waiting to hear from the neurosurgeon about the pre-authorization for the new placement. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer representative. It was reported that the ins was flipping easily in the pocket and the ins stopped working about a week prior to the call. The impedances were checked on (B)(6) 2017 and all showed >10,000 ohms except for 0,2. The patient is planning on having their lead replaced but no date for the revision was set at the time of the report. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient¿s device stopped working. When the patient woke up on (B)(6) 2017 and stood up, he felt that the implantable neurostimulator flipped as if it had been turned around and then it flipped back in the proper position. The same day, the patient realized that the stopped feeling stimulation. The patient is able to connect to the patient programmer and the implantable neurostimulator recharger, but feels no stimulation no matter how high he goes. The patient believes that it is possible that his wires have been broken. The patient stated that he believes the wires may be broken because a health care provider once told him that if the implantable neurostimulator flips over, there is a weak spot where the wires come out. The patient was scheduled for an appointment with his health care provider on (B)(6) 2017. No trauma or fall was reported to be related to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that the battery was replaced at some point and the lead may also have been revised. The rep stated that the healthcare professional (hcp) said that the patient let the battery go into an overdischarge at some point. The replacement was the action taken as a result of the battery flipping and going into the overdischarge. The rep was notified during the reprogramming appointment on (B)(6) 2017. The rep reprogrammed the patient because they were saying that they did not have coverage in their left lateral knee area. After reprogramming the coverage was better but not ideal. No further complications were reported/are anticipated.